Event description:
It was reported that the pt experienced a fever of 105.4 degrees and a high white blood cell count. The pt was "discharged" in 2008. It was reported that the pt had "all kinds of testing done and nothing had come back" to indicate what might be occuring. The pt was encouraged to contact his hcp. The last pump refill was one month prior. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.